Event description:
It was reported that a vns patient is having more frequent seizures. The patient also indicated that he is experiencing erratic stimulation. The patient has not seen his treating physician in over a year. The patient was scheduled for follow-up at a clinic, but did not show up. Good faith attempts to obtain additional information have been unsuccessful to date.